Manufacturer narrative:
As reported by the end user in (B)(6), "leak of the 1 ml syringe. Air came into the 1ml syringe." Returned for evaluation was one 1cc syringe assembly. A visual review of the device noted no defects. The returned 1cc syringe was connected per the IFU with a dual check valve and the 20ml bd syringe obtained from stock. The system was then flushed and aspirated with water and all air was completely removed. This process was repeated multiple times and each time the system was successfully purged of air. The complaint could not be confirmed. The most likely root cause for the reported complaint is connections were not properly tightened by the end user. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "warning: complications may occur, if all the air has not been removed from the infusion catheter and displaced with a saline solution prior to insertion into the body." During the review of the manufacturing records for the reported lot, it was observed that the manufactured lots met all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. (B)(4).

Event description:
As reported on (B)(6) 2011 by the end user in (B)(6), when an attempt was made to aspirate solution, air came into the 1ml syringe on the pulse spray infusion set. The reported defective device was set aside to be returned to the manufacturer for evaluation. The case was completed with another new set of the same device. No further complications were reported and there was no harm to the pt.